Event description:
A pt reported experiencing inaccurate erratic results with an otbe meter. The pt's blood glucose results were 290, 127 mg/dl. Tests were done within 11-20 mins with a difference of 69%. Pt did not experience any adverse events. No further info has been reported.